Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an off/ no power alert but a low battery alert was not listed in the history. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All operating currents are within specification; the insulin passed displacement test, self test, and off no power test. No unexpected off no power anomaly was noted during our testing. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.